Event description:
A (B)(6) male patient's daughter contacted zoll customer support to report that there was contamination in the patient's charger/modem. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery charger) was confirmed. Upon evaluation, the charger was unable to charge a battery pack. Investigation revealed corrosion to the charger's battery board, bedside board, ca board and cell modem. The cause of the corrosion was contamination. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger/modem. The patient received a replacement charger/modem.